Manufacturer narrative:
This medwatch report is being filed based on the image received on december 14, 2023. The image presented an unknown length of fractured material. The remaining length of the guidewire is not visible in the image.a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the warnings (dfu): · prior to use, inspect for damage. If damaged, do not use. As described in the preparation for use: · safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm. At this time, it is not possible to assign a definitive root cause for the event as reported. Patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf, it was reported that: event; shaping; no the coating was peeled off, and the device was difficult to cross; therefore, it was replaced. No patient injury. Additional information received 24dec2023: the issue occurred at outside body during preparation. When the device was unpacking, the physician visually confirms that the coating on the wire on the opposite side of the part to be inserted into the patient has peeled off.

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4.